Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the anvil was attached to the stapler and the stapler was closed, although the tissue was not seated properly so the stapler was reopened and it was found out that the anvil had tilted before the device had been fired. It was also reported that the anvil was bent. A new anvil and stapler was used to complete the procedure. There was no patient injury.